Event description:
It was reported that a spectrum pump had "air bubbles detected error" that occurred on the patient floor as well as in the biomed shop while using a different tube set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not replicate any air in line alarms. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification upstream sensor. The upstream sensor assembly requires replacement to address this issue.should additional relevant information become available, a supplemental report will be submitted.